Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: june 08, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixation of a calcenous fracture, while drilling into the calcenous bone, the tip of a 1.5 mm drill bit with depth mark, mini quick coupling , 96mm, broke off. The tip remained retained in the bone. There was no delay in surgery. No additional radiology images were performed. The procedure was completed successfully. No further patient harm was reported. No additional information was available. This is report 1 of 1 for (B)(4).